Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 was failed. A field service engineer (fse) found that drawer 4.1 was jammed and would not open completely. A mounting screw had backed out and become lodged in the slide rails. The fse removed the drawer from the slides to retrieve the dislodged screw, then remounted the drawer to the rails and secured the screw in place. The unit was rebooted, the storage space recovered, and the system was tested in diagnostic mode. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 4.1 was having consistent hardware failures, when the drawer opened, it could not open all the way because there was a screw loose in an unreachable area. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.